Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product no longer available for return.

Event description:
It was reported that the self-adhesive of the infusion set was not sticking well enough leading to elevated blood glucose values.

Manufacturer narrative:
Device received in a condition which made analysis impossible; one used needle box was returned without the plaster. Due to the condition of the sample, no further investigation could be done.